Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 177mg/dl. A system check was performed. The occlusion alarms were verified and the occlusion was found to be within the cartridge. A new cartridge was loaded during the system check to address the occlusion alarm.